Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04628. It was reported the pt had pain at the ipg site, and was unable to increase her stimulation. The sjm rep met with the pt and determined the lead had 7 invalid contacts. Reprogramming was able to provide pain coverage. An x-ray was performed, which revealed the ipg had turned upside down in the pocket, but had not flipped over. It was reported the pt was still sore, but the pain had lessened. The pt was working closely with her physician regarding any further course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.